Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record was not performed as the lot number was not reported. The reported patient effects of angina and dyspnea are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: the correlation between events and device is undetermined because no coronary angiography was performed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for precardiac discomfort. Coronary angiography on (B)(6) 2014 showed a stenosis located in the narrow, mid right coronary artery. A 3.0 x 33 mm xience xpedition stent was implanted and the patient was discharged on (B)(6) 2014. The patient was admitted to hospital for chest tightness and shortness of breath on (B)(6) 2017. Medication was given. The patient was discharged on (B)(6) 2017. The correlation between events and device is undetermined. No additional information was provided.